Event description:
It was reported to vyaire medical that the bellavista1000 us had an error message: "blower hot, won't ventilate' appear after user left. Customer is unsure if the unit was on a patient at the time of event, but will find out. Unit is running 6.0.19 at this time (plans to update to patch 21). Furthermore, there was no information for patient involvement associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. According to logs, it shows 240 alarm twice. Advised customer to run the vent at high settings. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation.blower temperature alarm might be triggered due to blocked blower air intake as the issue no longer reproducible. No further updates received from customer. Issue not related with high o2 setting as the fio2 was set to only 50%. As a resolution, advised customer to run the vent at high settings.